Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0aqlc, implanted: (B)(6) 2013, product type lead; product ID 3037,serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was an infection at the device pocket and removal of all implants was going to be scheduled. No injury was noted at the time of report.

Event description:
Additional information stated the infection started on 2013-(B)(6). Signs of an infection included redness, swelling, drainage, and pain. The primary location of the infection was the device pocket. A culture was obtained and oral antibiotics were given. The entire system was explanted. It was stated the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins found it was functionally okay. No significant anomalies found.

Manufacturer narrative:
Product ID 3889-28, lot# va0aqlc, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information stated, the system was explanted on 2013 (B)(6). It was not known if a culture was taken of if antibiotics were used. The devices were going to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.